Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing that resulted in pacing inhibition. No information on potential intervention or patient status was provided.